Event description:
The clinician reported that less than 3 weeks after the dental implant was placed in ada site 14 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician noted implant mobility in this patient with excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.